Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service territory manager (stm) was dispatched and reported that during patient treatment, the staff noticed condensation (stated as clear fluid) in the catheter extender. The staff swapped out the catheter extender and the iabp. The staff did not run the condensation removal procedure as described in the user manual. The stm was able to confirm condensation in catheter extender, verify air flow pushing air into pneumatic interface module (pim), and proper function of pim. The stm ran the condensation removal service process and ran the iabp on the trainer. There was no condensation present in the catheter extender. The iabp passed all functional and safety tests per factory specifications. The stm returned the iabp to the customer and cleared for clinical use.

Event description:
The customer reported that, during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was leaking fluid. There was no injury or adverse event reported.